Event description:
It was reported that during an acl hamstring graft reconstruction, surgeon asked for an endobutton cl 15mm button, this was opened and attached to the graft by the surgical assistant. When the surgeon was passing the graft, it was noted that the cl seemed bigger than a normal 15mm cl so measured it - it was a 20mm cl despite all packages and stickers stating 15mm. Surgeon had to proceed with surgery with the same device as cl was stitched into graft. He was unhappy at the completion of case, there was a surgical delay of less than 30 minutes. The patient status is discharged and no further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our revew of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H10 h3, h6: the reported device was not returned for evaluation. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review device specification found the dtex loop should be between 15-1.5mm to 15+2mm. A clinical review states that all documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. A health hazard evaluation was completed and it was concluded it was low risk to health consequences as the worst-case scenario would have an impact to the patient of a less than 30 min prolonged procedure. The patient impact was determined to be the reported surgical delay. Graft micromotion or reduced graft tension cannot be predicted. Although a review of device records showed there were no indications to suggest that the product did not meet specifications upon release for distribution at the time of manufacturing, the root cause of the reported event has been traced to a manufacturing deficiency. Based on this investigation, a corrective action was initiated to address the reported failure.